Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
--

Manufacturer narrative:
Additional information received from the local representative indicated that the device was kept by the hospital. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the gas gauge of this implantable pacemaker indicated about a third left but the longevity estimate was less than 5 months. Moreover, the magnet rate showed 90 pulses per minute (ppm) which means that device had a year or less than 6 months remaining. Boston scientific technical services (ts) determined that the right ventricular (rv) output was set to 3.5 volts at 0.9 milliseconds and advised to treat the device conservatively with 0.5 years remaining. Ts also discussed about the 90-day window once eri is declared. To date, this pacemaker still remains in service. No adverse patient effects were reported.